Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) with the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) explained to the home patient (hp) the importance of keeping the clamps on any unused lines closed. The tsr advised the hp to start over with new supplies or finish using manual supplies. The hp stated that he will finish with manual supplies. Product surveillance contacted the nurse. According to the nurse the patient did not report the alarm to her, however, she knows that the patient has resumed therapy successfully. Additionally, the patient has been seen since this event and has not reported any issues. There was no patient injury or medical intervention associated with this event.